Event description:
It was reported that the device had an air bubble at the sensor under the rubber and did not recognize the cassette occasionally. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was received for evaluation. A visual inspection noted that the device was in good condition, no physical damage was found. Review of the event history log was not applicable. Service history identified the complaint was not related to a previous service of the device within the review period. Functional tests were performed, and the reported problem was confirmed. There was an air bubble under the rubber sensor. As a result, the dso gasket will be replaced.